Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge error messages during the load process. The customer's blood glucose level was not impacted. It was indicated that the customer was able to load a new cartridge successfully.